Event description:
It was reported that bd ultra fine¿ pen needle clogged during injection. The following information was provided by the initial reporter: material no. 320122 batch no. 9317861. It was reported that pen needle clogs during injection and after removing the pen needle from pen the non patient end is bent. Verbatim: consumer stated, when taking injection, no insulin flows. Stated, once she removes the pen needle that is not working, she's finding the needle missing at the non patient end. Stated, now she checks the non patient end before she attaches pen needle. Stated, 15-20 pen needles affected but only saved 1.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (8) open 4mm, 32g pen needles without the tear drop label or inner shield. Customer states that the pen needle clogs during injection and after removing the pen needle from pen the non patient end is bent. All returned pen needles were examined and 4 out of 8 samples exhibited a bent non patient end of the cannula and all remaining samples exhibited a broken non patient end of the cannula. Both of these issues could prevent the insulin from flowing through the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needle clogged during injection. The following information was provided by the initial reporter: material no. 320122, batch no. 9317861. It was reported that pen needle clogs during injection and after removing the pen needle from pen the non patient end is bent. Verbatim: consumer stated, when taking injection, no insulin flows. Stated, once she removes the pen needle that is not working, she's finding the needle missing at the non patient end. Stated, now she checks the non patient end before she attaches pen needle. Stated, 15-20 pen needles affected but only saved 1.